Event description:
Caller alleged discrepant low inratio inr result in comparison to the point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.7, poc inr: 2.5, the time between testing was five minutes. Therapeutic range 2.5-3.5 for the pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The customer reported a history of anemia but a hematocrit was not provided. Pt's condition could have contributed to unexpected results. As stated in the packaging insert (pi), inratio has limitation that hematocrit ranges 30-55% have been shown to not affect test results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances will be pursued at this time. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.